Manufacturer narrative:
Complaint is not confirmed. Functional testing found that the swivelock drive assembly works as required. Visual inspection found that the swivelock screw, eyelet, suture threader were not returned, and the broken implant was not returned. Refer to investigation photos

Event description:
It was reported that during an anterior cruciate ligament surgery the implant broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2023. It was confirmed that all parts of the device were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.